Event description:
Account alleged that this bed would drift down into trendelenburg.

Manufacturer narrative:
Account found the pin on the trendelenburg spring was sticking. Account lubricated the pin to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.